Manufacturer narrative:
The company representative provided a quote for replacement of the xenon lamp. However, there was no response from the customer regarding the quote. No further information is available and no further action was performed. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the table top lamp is out of order. There were no error messages. Event details are unknown. Additional information has been requested.